Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with these clamps soft33, the black inserts fall out of the vascular clamp with some regularity, the inserts fall out inside the patients but they were able to manually remove them, without a need of an additional intervention. The total units with this issue were unknown. There was no allegation of patient injury. The devices were available for evaluation.

Manufacturer narrative:
The device involved in this complaint was received for evaluation. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Additionally, it could be verified that there are current inspection controls in place, to prevent this type of malfunction in our manufacturing process. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Edwards will continue to review and monitor all events.